Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient's battery is going to be replaced with a non-r rechargeable battery. No date was set yet. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had been unable to recharge for the last couple of weeks. An overdischarge was confirmed. The rep reported that they attempted a physician mode recharge (pmr) for 6 hours and the battery didn¿t wake up. The rep reported that the patient didn¿t like recharging and that she would like a non-rechargeable battery. The rep reported that on average the patient was getting 2 bars when recharging and that it would take her all day to recharge. The rep reported that the battery didn¿t appear or feel to be too deep. The rep reported that antenna locate confirmed that they were over the right spot. The healthcare provider (hcp) was notified. The rep wanted to know why an ins in overdischarge, implanted a little over a year ago, wouldn¿t roll over to a normal charging after 6 pmr hours. The rep reported that the patient claimed she charged 2 weeks ago. The patient can¿t wear the recharger belt because she had an ileectomy. The rep didn¿t think the ins was flipped but was advised to have an x-ray done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was replaced with a non-rechargeable per the patient and physician¿s request. The old battery wasn¿t returned as the facility disposed of it. The patient was getting good stimulation down her left leg post implant. No further complications were reported.